Event description:
After enterprise placement, there was partial deployment/incomplete opening of end of (vrd) vessel reconstructing device. The vrd markers did not separate from a constrained configuration once the device was fully deployed. The vrd placed in left internal carotid artery. The procedure was completed without any adverse event. The product was received, but the analysis has not been completed. Additional information will be submitted within 30 days.

Manufacturer narrative:
The female patient with a long history of chronic headaches and left retro-orbital eye pain, underwent imaging studies dating back to at least "2006" that included an MRI brain scan that detected a 6x9mm left paraclinoid internal carotid artery aneurysm. Also underwent an mra brain scan on the following month reconfirming this diagnosis. The MRI brain scan also demonstrated non-specific gray-white matter junction parietofrontal small vessel ischemic changes versus demyelinating disease. In addition, the report also stated that there was a 2x2mm left cerebral artery aneurysm. The patient underwent a surgical craniotomy with exploration of the aneurysm on six months later. However, no aneurysm was found and no clipping was performed. Prior surgeries consist of hysterectomy and two c-sections. The patient has a history of smoking one pack per day since the age of 18. Because of the large aneurysm, the patient underwent diagnostic arteriography followed by an attempt at endovascular coiling of the left paraclinoid internal carotid artery aneurysm. This was performed on 5/11/06. The images showed a coil in the upper portion of the aneurysm; however, with an attempt at placing further coils at the base of the aneurysm, there was evidence that the coils actually herniated into the left carotid artery and had to be snared out. For this reason, there is suboptimal treatment of the left paraclinoid aneurysm. The procedure was conducted under anesthesia. Additionally, the patient received local 1% lidocaine without epinephrine, heparin 4000units and 1500 units, and non-ionic contrast. The peak act level was 330 seconds. Equipment utilized during the procedure consisted of a 19-gauge needle (for access), .035" bentson guidewire, an unknown brand 6french femoral sheath, 4french ucsf-2 diagnostic catheter, 6french mpd guide catheter, 4french ucsf-3, prowler plus microcatheter, transend ex platinum guidewire, 22mm enterprise stent, excelsior sl-10 microcatheter, micrusphere 10 microcoil 4x5mm, micrus ultipaq-10 4x80mm, micrus ultipaq-10 4x60mm, micrus ultipaq-10 3x40mm, and starclose device. However, the final coil could not be completely deployed in the aneurysm, as it kicked the microcatheter back into the parent vessel through the stent. Therefore, the final coil was removed from the patient's body. The enterprise assisted coiling procedure findings were the following: injection of the left femoral sheath demonstrates entry into the left common femoral artery with an unknown 6french cordis sheath. Mild vasospasm was noted at the site of the entry, but no other stenoses are seen. Additional information indicated that no treatment was needed for the vasospasm. Injection of the right carotid artery with images taken over the neck demonstrates a patient carotid bifurcation with minimal atherosclerotic irregularity but no significant stenosis. Injection of the right internal carotid artery with images taken over the head demonstrates filing of the right (ica) internal cerebral artery, right (mca) middle cerebral artery, right (aca) anterior cerebral artery, anterior communicating artery, and left aca. A small left posterior communicating artery was also identified. There is a 3mm infundibulum at the origin of the right posterior communicating artery. Additionally, there is a 2mm infundibulum at the origin of the right anterior choroidal artery. A 2mm infundibular aneurysm was noted at the origin of the lateral lenticulostriate artery from the mid right m1 middle cerebral artery. Injection of the left subclavian artery demonstrates a normal proximal co-dominant left vertebral artery. Injection of the left vertebral artery with images taken over the head demonstrates filling of the left cerebral artery, diminutive left (pica) posterior inferior cerebellar artery, basilar artery reflux to the right vertebral artery and diminutive right pica, filling of bilateral (scas) superior cerebellar arteries and bilateral (pcas) posterior communicating arteries. No posterior circulation aneurysm or vascular malformation was seen. Injection of the left cerebral artery with images taken over the neck demonstrates a patient carotid bifurcation with no significant stenosis. Mild atherosclerotic irregularities were noted. Injection of the left internal carotid artery with images taken over the head demonstrates filling of the left ica, left mca, left aca, anterior communicating artery, and small left posterior communicating artery. A 4x4mm remnant to the partially coiled left ica paraopthalmic aneurysm was noted filling. Additionally, a 3mm partially fusiform aneurysm of the left middle cerebral artery bifurcation was identified. No other left anterior circulation aneurysms or vascular malformations were seen. Injections of the left internal carotid artery following placement of the endovascular stent demonstrates successful placement extending from just proximal to the anterior choroidal artery origin to the mid cavernous segment across the neck of the left paraophthalmic aneurysm. Injection of the left internal carotid artery following coil placement demonstrates successful coiling of the aneurysm with a small residual 1mm remnant area filling the proximal anterior base in the area of the ophthalmic artery origin. The ophthalmic artery was noted to fill normally at the conclusion of the procedure. Impression for the procedure indicated the following: a 4mm remnant to previously partially coiled aneurysm of the paraophthalmic internal carotid artery. A 3mm partially fusiform left middle cerebral artery bifurcation aneurysm ad a 2mm infundibular aneurysm of the right lateral lenticulostriate origin. Infundibular origins to the right posterior communicating artery and right anterior choroidal artery. This underwent successful endovascular stent-coiling. Additional information will be submitted within 30 days.